Event description:
It was reported that a patient presented with excessive battery discharge on their insertable cardiac monitor. No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data. The device was above elective replacement indicator (eri) level upon receipt. Device was cut open, which revealed device battery voltage was above elective replacement indicator (eri) level. Analysis results indicate the battery voltage recovered and did not drop voltage when tested with a nominal load which is consistent with the hybrid drawing a high current load, which depleted the battery prematurely. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicates that the insertable cardiac monitor was explanted and replaced. The patient condition was not known.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data. As a part of this finding, abbott is performing additional investigation.